Event description:
It was reported that during tka surgery, the handpiece had the snaplock nut broken/damaged. It is unknown how the procedure continued.

Manufacturer narrative:
H10: the navio handpiece (part number (B)(6) / serial number (B)(6)), intended for use in treatment, had a broken snap lock nut on (B)(6)2019. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found no similar reports this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was the new design, which included a pin to hold the nut in place. Inspection of the handpiece did not indicate any misuse/abuse on the handpiece and a root cause could not be determined at this time. Potential factors that can lead to the snap lock breaking include mechanical component failure, wear, or excessive use. H11: correcction on a1 and d4.